Manufacturer narrative:
The customer has indicated that a sample is available for evaluation. At this time no sample has been received. Once the sample is received an evaluation will be completed and a follow up submission will be filed. The sample has not been received for evaluation. (B)(4).

Event description:
Reported issue: customer had an issue with leakage between the extension and cartridge and using stop cock and/or one-way valve. It was indicated that this occurred during a surgical procedure while in use on a patient. The procedure was completed as planned and the patient was not injured. The customer showed that the problem was with the fitting between the luer on the enflow extension and the valve and stopcock. The problem is that the luer seems to be too narrow which makes it difficult to fit and leakage occurs. The stopcock is codan 714849 or the b braun 16500c. The one-way valve is codan 165250. All products listed are being used in other procedures without any fitting problems and no leakage occurs.

Manufacturer narrative:
We performed an evaluation including functional testing on the two returned cartridges. The cartridges received were leak tested and passed. Upon inspection of the extension sets the leur lock threads on the male connections were all found to be damaged. The root cause is a supplier molding issue resulting in the damaged leur lock on the extension set. At this time further investigation is ongoing with our supplier. If any further information becomes available an update will be provided at that time.